Manufacturer narrative:
The reported event could not be confirmed based on medical records and medical experts opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined as below: ¿the tibial component is intact. The pe is not directly visible in the CT-scan. Only very little alterations are visible in the distal tibial area, with very few radioluscence around the implant. However, there are no signs for breakage or dislocation of the pe. The talar dome shows some cysts and has minor signs of loosening, but no dislocation or clear signs of breakage.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cyst around the talus resulting in minor loosening without dislocation and breakage of implant. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.